Event description:
It was reported that the patients implantable pulse generator (ipg) was taking longer to be charged. It was also reported that the patients spinal cord stimulator (scs) leads had high impedances. The patient underwent a spinal cord stimulator (scs) revision procedure. Additional information was received that the explanted device was not returned per facility policy. The patient was doing well postoperatively.

Manufacturer narrative:
Block d2b: lgw, qrb block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7073551. UDI: (B)(4). Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 508910. UDI: (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) was taking longer to be charged. It was also reported that the patients spinal cord stimulator (scs) leads had high impedances. The patient underwent a spinal cord stimulator (scs) revision procedure.